Event description:
It was reported to medtronic minimed that the customer experienced no communication pump to transmitter. The customer reported no adverse event. The event involved product(s) mmt-5100jd1. Troubleshooting was performed. Customer reported receiving bg not received and/or no calibration occurred. Pump and sensor did not communicate after deleting sensor from the pump and re-pairing the sensor. No harm requiring medical intervention was reported. Mmt-5100jd1 was requested and the device was returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Received one opened/used simplera sensor, one simplera serter returned and performed a visual inspection of the sensor flex any physical damage and found the sensor flex to be bent with some cracks along the counter electrode trace path. Checked the transmitter casing for any physical/cosmetic damage and none were found. Then, performed a visual inspection on the serter product for physical/cosmetic damage (dents or cracks on the serter shell/cap-tyrek), none were found. The unit was able to download traces through (the blue dongle download station) (utilizing synergy prod download tool 1.1a). Lost sensor alarm was found on the data traces (over 30 min, error found in traces). Unit was able to download trace and termination result. First term reason: highcfvariance. First term reason descriptor: sensor was terminated due to high cf variance logic in sensor glucose algorithm. Sensor did not perform within specifications and this issue is confirmed. It is likely that the sensor contributed to the event. In conclusion: the customer complaint of not communicating could not be confirmed due to the complaint is a pump related issue rather than a synergy prod download tool. However, an error in the trace file was confirmed and requires r&d assistance and further investigation is needed. Because the sensor was already opened or used when we received it for testing, it is impossible to determine when or how the sensor flex was found damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.